Event description:
A problem was reported related to pump. A motor stall was reported after attempting to read the pump with a magnet. Company representative reported hcp incorrectly used magnet with a synchromed ii pump. No patient symptoms or outcome were reported. If additional information becomes available a report will be provided.

Manufacturer narrative:
(B)(4).